Manufacturer narrative:
(B)(4)

Event description:
It was reported that after an unrelated procedure, the right ventricular lead exhibited a loss of capture on the ecgs. It was discovered that during the procedure, the physician damaged the lead. The lead could not be removed due to the patient having a subclavian occlusion. The lead was deactivated and a new system was implanted on the right side. The patient was in stable condition post surgery.